Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of a suspected outflow graft twist and thrombus could not be confirmed as no images showing the graft were submitted and the device was not returned. Moreover, a direct correlation between the device and the reported non-central nervous system (cns) thromboembolism could not be determined through this evaluation. A CAPA was opened to further investigate sealed outflow graft kinks/twists and a corrective action has been implemented. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29mar2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it somewhat underestimates actual flow at high flows. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Conversely, an occlusion of the flow path decreases flow and causes a corresponding decrease in power. In either situation, pump output should be assessed. Section 4 "system monitor" provides additional information about the pump flow display. Section 5 "surgical procedures" contains a section on "preparing the sealed outflow graft". This section explains that the bend relief should be disengaged for the de-airing procedure. Section 5 (under "attaching the sealed outflow graft to the pump") instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 (under "de-airing the pump") cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section further explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 (under "preimplant procedures" and "implant procedures") cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2021. The event resolved on (B)(6) 2021. The listing for transplant was caused because of thrombus caused by twisting in the outflow tract. Patient had no symptoms, but was high risk because of thrombus. In the beginning the patient refused the transplant because of personal concerns. Only after strongly recommended by the physician, the patient was convinced to get the transplant.

Manufacturer narrative:
Section h5, h7, h9: additional information. Section b2: corrected information. Manufacturer's investigation conclusion: the report of a suspected outflow graft twist and thrombus could not be confirmed as no images showing the graft were submitted and the device remains in use. Moreover, a direct correlation between the device and the reported non-central nervous system (cns) thromboembolism could not be determined through this evaluation. A corrective and preventative action (CAPA) was opened to further investigate sealed outflow graft kinks/twists and a corrective action has been implemented. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an arterial non-central nervous system (cns) thromboembolism on (B)(6) 2019. Outflow graft (ofg) twisting was suspected on a computed tomography (CT) scan on (B)(6) 2019 with 45% stenosis suspected on ofg twisting. A second CT scan on (B)(6) 2020 showed that the thrombus is now 50%. The patient refused surgery and heart transplant listing. No changes in patient condition or anticoagulation status were reported. Log files were not provided. A slight reduction in flow was reported. The patient was ongoing and doing fine. Another CT scan was performed on (B)(6) 2020, showing that stenosis had increased to 80 to 90%. The hospital discussed the options of a pump exchange or a high urgency listing for heart transplant with the patient. The patient decided to go home and think about their options. No decision was made yet about plan of care or treatment. No further information was provided.